Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. There was resistance felt upon removal of the protective sheath. The nc trek 3.25 x 12 mm could not be inflated inside of the patient's body. The nc trek was withdrawn from the patient's body. After the case was finished, an attempt was made to inflate the balloon outside of the patient's body and after two attempts, it did not inflate. However, the balloon did inflate upon the third attempt but it could not be deflated afterwards. The device was soaked prior to use and the device was prepped outside of the patient's anatomy with no issues noted. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation and deflation difficulty was not confirmed. The reported difficulty removing the protective sheath could not be tested/confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.